Event description:
It was reported that the customer had symptoms of high blood glucose and was treated with manual injections but the high sugar level continued. The customer experienced nausea and vomiting. Reviewed the programming and the basal rates and boluses matched with the daily totals. Assisted the caller to program a bolus and the insulin did exit. Performed the high pressure test and the test failed. The displacement test passed and no damage to the drive support cap noted. The customer also mentioned having low blood glucose. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, no delivery, basic occlusion and prime tests. No unexpected no delivery alarms were noted. Cracked case at display window corners, display window and reservoir tube noted. Display window was scratched.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.